Event description:
A consumer reported, he experienced an eye infection, itchiness and green discharge from his eyes following the use of this product. He noted his eyes were sticky, puffy and red. He stated his reaction lasted two weeks and his symptoms have resolved. On (B)(6) 2011, add'l info was received from the optometrist who stated he diagnosed the consumer with blepharitis, meibomianitis and conjunctival injection. He reported, he discontinued product use and treated the event with an antibiotic. This is the second of two reports associated with this event.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested via mail on 5/18/2011. A completed questionaire was received from the optometrist. (B)(4).